Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the drip chamber and tubing was loose in thirty-two (32) flow regulator sets. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample and ninety (90) companion samples were provided for evaluation. Visual inspection on the video samples showed a disconnection between the tube and chamber. Visual inspection of one of the companion samples did not identify any abnormalities that could have contributed to the reported condition. A functional gravity test was performed, and the result was within acceptable limits. A control flow regulator functionality test was conducted, and no liquid flow was observed, indicating that the regulator was functioning correctly. The issue was verified on the video sample. The cause of the condition could not be determined; however, was most likely a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.